Event description:
A (B)(6) male patient underwent aaa and right common iliac artery aneurysm repair under general anesthesia on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. Final angiography revealed an endoleak thought to be a distal type I or a type IV. After additional ballooning, the physician considered the endoleak as a type IV and decided to take follow-up observation. Act 15 minutes before the procedure was completed was 295. No adverse effect to the patient was observed after the procedure.

Manufacturer narrative:
(B)(4): no patient injury reported. (B)(4): endoleaks are labeled in the IFU. Event evaluation: still under investigation.